Event description:
Boston scientific received information that this product was involved in an infection. There were no additional adverse effects reported. All available information received indicates that the product remains implanted.

Event description:
Additional information received from the patient that there was a like water blister on the edge around the device and it is getting larger. The whole pocket was uncomfortable and had an unusual color. Furthermore the device was explanted due to local pocket infection. No adverse patient effects were reported. All available information indicates that this right ventricular (lv) lead remains implanted an in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.